Event description:
Patient reported they were seen by an orthodontist that informed them that the byte aligners are tipping their incisor inward and starting to expose the root. The patient has now switched to invisalign, they have stopped using the byte aligners. If they would have stayed with byte aligners, they would have lost their incisor due to tipping caused by the byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.